Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. An issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that an oxygen blending module board and active exhalation control module were replaced. The sensor board was not replaced. The device was recalibrated to address the issue. The device failed a step during testing. The device's sensor board and flow element were replaced to address the issue.